Manufacturer narrative:
The lot number for the device was provided. The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a mfg related cause for this event. This is the only complaint report to date for this lot number. The filter remains implanted. Therefore, a sample evaluation could not be performed.

Event description:
It was reported that CT imaging demonstrated that the leg of an ivc filter was fractured and missing from the rest of the filter. The discovery was made as an incidental finding. The filter remains implanted in the pt. No report of injury to the pt.